Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material may not have been removed because reprocessing could not be conducted properly by leakage due to shaved electrical connector. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): IFU states the detection method in evis exera ii gif/cf type 165 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in evis exera ii gif/cf type 165 series reprocessing manual cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
The evis exera ii gastrointestinal videoscope was returned as part of the asset return process. During routine inspection of the device by olympus, the air/water (aw) cylinder was sticky and had foreign material on it. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process besides the foreign material and stickiness observed on the air/water cylinder, the evaluation found a scratch on the switch box and the universal cord, no color on the air/water and suction cylinders, the electrical connector was shaved which compromised water tightness, corrosion on the suction and electrical connectors, the play of the up/down knob was out of standard value due to wear of angle wire, the probe cover was burned, and a crack on the bending section cover. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.